Event description:
Patient had a vanos corflo nasogastric feeding tube inserted in his left nare. Feeding pump was alerting of on occlusion. Nurse checked for kinks and did not fin any, after restarting feeds the pump alerted for occlusion again. Feeding pump was stopped and nurse flushed the tub with 2ml of water, while flushing nurse noticed a bulge in the tube that was causing obstruction.